Event description:
A session report for the patient was provided indicating that high impedance was found. X-rays were performed and reviewed. The generator placement was determined in the left chest. Based on the scope of the image, the feedthrough wires were intact; however, the pin could not be assessed if past the connector block due to the quality of the image. The lead was visualized in the chest and neck. The strain relief could not be assessed due to the quality of the image. It could not be determined if in fact there was a tie down placed per labeling due to the quality of the image. Near the electrodes, it appears as though there is either a tie down present or if the lead is tangled in that location due to the quality of the image. Based on the scope of the image, it was determined if the lead was routed behind the generator. Based on the quality of the image, it could not be assessed whether the lead wires were intact at the connector pin. The lead was assessed for fractures and discontinuities in the portion of the lead that was visible, and none were noted; however, the portion of the lead may be tangled near the electrodes. Based on the x-rays received, the cause for the high impedance cannot be confirmed. An anomaly was noted near the electrodes in which it appears the lead may be tangled, but this cannot be confirmed with the image provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out due to the image quality of the x-rays provided. Additional information was received indicating the patient is having an increase in seizures. Implant card was received indicating the patient received a full revision due to high impedance. It was indicated that products cannot be returned as they were discarded. No additional relevant information has been received to date.